Manufacturer narrative:
The user reported receiving a glucose suspend alert. Based on the escalation analysis, the device was requested for further evaluation. In-house testing on the returned sensor showed a decrease in sensor's chemical performance, consistent with oxidation of the glucose-indicating component in the sensor hydrogel. The user was provided with a sensor replacement as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.